Manufacturer narrative:
Product event summary: the balloon catheter afapro28 with lot number 13264 and the data files were returned and analyzed. The file showed that five applications were performed with the returned catheter without any issue on the date of the event. A second file showed that at least one application was performed with a non-returned afapro28 with lot number 13264 on the date of the event. Visual inspection of the returned catheter showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was used for five applications on the event date. The catheter failed the performance test because the system notice #(B)(4) "the safety system has detected fluid in the catheter and stopped the injection" appeared during the integrity test. The dissection test showed a breach on the guide wire lumen at 2.5 inch from the tip of the catheter. Pressure test showed a breach through the guide wire lumen. In conclusion, the balloon catheter failed the returned product inspection due to a breach on the guide wire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturers investigation.